Event description:
It was reported that the pump touch screen was less responsive and the wake button was hard to press. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.